Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/11/2015.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: during the surgery, the assistant surgeon realized that one on the device's jaw is missing. After locating the broken piece, it is being removed by means of a another grasping device with no further issues. No tissue loss or damaged due to the issue, no bleeding, less than 30 minutes delay, no bleeding. No adverse event reported due to the problem. The clinical sample is not going to be returned because it has been discarded.